Event description:
It was reported that during an attempted implant of the left ventricular (lv) lead the guidewire could not be removed from the lv lead. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the guidewire was stuck in the lead. It was also noted that all conductors were distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was kinked/buckled, the lead was stretched, and the lead appeared to have been damaged at implant. Visual analysis indicated that it was apparent that when attempting to pull back the guidewire, it's coating became ensnared with the conductors. This caused a distortion of the filars. The distortion in turn caused each filar coating to breach, resulting in the two co-radial filars shorting together.